Manufacturer narrative:
Additional information d4: primary unique device identifier (UDI). As the device in question was manufactured prior to the unique device identifier (UDI) regulation, there is no gudid number assigned. F9: age of device h11: evaluation summary. F10 continued: international medical device regulators forum (imdrf) adverse event reporting medical device problem code: changed from 1069 (break) to 1153 (degraded) and 1454 (peeled/delaminated). Evaluation summary: event that occurred is ift peels off. Based on the investigation, a potential root cause of this failure is the coating on the ift deteriorated due to long-term use and the cleaning solutions used during cleaning. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed as 28-apr-2011. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - clinical code : 3165 device embedded in tissue or plaque. Health effect - impact code : 4641 unexpected medical intervention. Medical device problem code : 1069 break. Component code : 525 tube. Additional information: pentax medical service consultant provided a completed complaint notification form and additional details on 03-feb-2025. The customer is using the medivators isa (automated endoscope reprocessor) with isaspore (high-level disinfectant) as a sterilant and isaclean (enzymatic cleaner) as a detergent. They have been using this machine from the distributor for 8 to 10 years, and the chemicals are stored as per guidelines at the distributor's warehouse as well as at the customer's site. The endoscope is stored in the medivators edc10 storage cabinet, and nothing other than the endoscope can be stored in this cabinet. The peel-off/broken incident occurred during a colonoscopy, but no health issues have been reported since then. The broken and peeled-off part was removed from the colon at the same time using another endoscope. The incident was reported directly to the distributor by the endoscopy department. The endoscope is still in the hands of the distributor. Additionally, the pentax medical emea complaint handling unit performed a good faith effort(gfe) to gather additional information regarding this event and responded to the following questions via email on 07-feb-2025. Was all the peeled ift retrieved from the patient's body? Yes, as described in the initial email attached to the complaint report system. Could you kindly send photos of the peeled pieces? I can't answer your question and I do not have other pictures or information than this, which is already attached to the complaint report system. If there are no photos, could you provide more information on the condition of the pieces retrieved from the patient? No further information was provided. Did the peeled parts break into several smaller pieces when detached, or did they come off as one larger piece? No answer was provided directly for this question. Were there any sharp or dangerous edges around the peeled parts that could pose a risk? No answer was provided directly for this question. Was the peeling of the ift resolved by removal using a different scope because natural expulsion was difficult, or was it removed because it was visible? The pieces were removed. Can you confirm if the physician believed natural expulsion was difficult and chose to remove the fragments as a medical intervention? I did not get an answer because of my request about the service history of the scope. The endoscope in question is 14 years old, and the distributor was unable to provide a complete repair history. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 26-jan-2025 pentax medical became aware of event involving a model ec-3890fi, serial number (B)(6) video colonoscope in bahrain within the emea region. The user reported the insertion flexible tube outer sheath peel off during endoscopy procedure on (B)(6) 2025. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.